Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with a cough, fever, and malaise. Blood cultures were positive for bacteremia and candida esophagitis. The patient was treated with antibiotics and antifungal medication. Due to the presence of an organism commonly found in the gi tract, an endoscopy was performed, which resulted in a polypectomy. Following the procedure, the patient experienced gi bleeding, requiring coil embolization and a transfusion of one unit of packed red blood cells. The issues reportedly resolved and the patient remains ongoing on vad support. The hmii IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came in with cough, fever and malaise. A blood culture was taken, and came back positive with bacteremia and patient also cultured with candida esophagitis an organism commonly found in the gi tract. This led to an endoscopy and then he developed gi bleeding post-polypectomy, which required coil embolization. This finally stabilized. 1 unit of packed red blood cells was given. The patient was given IV antibiotics for several weeks, which was then switched to oral for several more weeks. No additional information was reported.